Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. The complaints for "difficulty introducing sheath" and "sheath kinked, bent" were unable to be confirmed as no device/imagery were provided. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "when inserting the 14fr esp from rt-fa via a puncture, resistance was encountered due to the calcification and tortuosity, and the sheath shaft bent. Therefore, a guidewire was changed to egoist, and the doctor replaced the 1st esp with a new one." Per the patient information and imagery provided, the access vessel had presence of moderate calcification and moderate to severe tortuosity. Per the training manual, "push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification." Calcification can create a constrained and restricted access for the sheath, leading to resistance during sheath insertion. Additionally, calcification and tortuosity can lead to sub-optimal angles for insertion further contributing to the resistance. In addition, vessel tortuosity can induce stress to the sheath shaft causing it to kink or bend and require a higher push force to navigate. As a result, the operator may apply excessive manipulation which may further contribute to the shaft to kink. As such, available information suggests that patient factors (calcification, tortuosity) and procedural factors (excessive manipulation) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing. H3 other text : discarded.

Event description:
Per report received from japan, a patient underwent a transfemoral transcatheter aortic valve replacement (tavr) and received a 23 mm sapien 3 ultra resilia (s3ur) valve. The access vessel was pre-dilated with a 16fr dilator. When inserting the 14fr esheath from the rt-fa via a puncture, resistance was encountered due to the calcification and tortuosity, and the sheath shaft bent. Therefore, a guidewire was changed to a non-edwards device, and the doctor replaced the 1st sheath with a new one. When inserting the 2nd sheath, no abnormality was observed. The valve was implanted as planned. After withdrawing the commander delivery system and the sheath, hemostasis could not be achieved since the suture of the vascular closure device had not been deployed properly. A surgical repair was performed, and the operation was completed. Per physician opinion, the access vessel was torn when the 1st esheath was bent, and tension was applied during insertion.